Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unknown reading issue that consisted of unspecified high and low readings was reported with the adc (abbott diabetes care) device. A customer received unspecified high and low sensor scan results that had 50-100 difference. It is unknown whether the customer noted a trend arrow on the device. It was indicated that the customer experienced shaking, lethargy, and self-treated with "2-8 units insulin shot and other units of insulin" (type unknown). The customer had contact with a healthcare professional (hcp) and was provided unspecified treatment. Furthermore, an unspecified healthcare meter result was also obtained. There was no report of death or permanent injury associated with this event.